Event description:
The facility representative contacted baxter to report an intermate that has ruptured during patient infusion. The bladder ruptured at the end of the infusion. The device was used to delivery meropenem 10mg/ml (milligram/milliliter) with a total fill volume of 168ml, 3ml of solution remained in the device. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The sample is not available to baxter for evaluation. A batch review was performed. The lot met the acceptance criteria for release.